Event description:
Ous MDR - it was reported that the patient received one inappropriate shock 3 years after the implantation. No other adverse patient side effects were reported.

Manufacturer narrative:
The returned lead and ICD were thoroughly analyzed. Upon receipt, the lead was found dissected in two fragments. All fragments of the lead were returned for analysis. During inspection, the proximal shock coil was found deformed. It is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. Further inspection showed cuttings of the insulation which occurred most likely during the surgery. Blood penetrated the lead body in these areas. In addition, the dc resistances of the lead fragments were investigated. No peculiarities were found. In the course of the analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description.